Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a dissection. Lesion #1 was located in the mid left anterior descending artery with 70% stenosis and was 14.0 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. Lesion #2 was located in the proximal left anterior descending artery with 95% stenosis and was 18.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 20 mm taxus liberte stent. Residual stenosis was 0%. Lesion #3 was located in the distal right coronary artery with 95% stenosis and was 18.0 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 mm x 20 mm taxus liberte stent. The site has reported that a grade b proximal dissection occurred and a 2.75 mm x 20 mm taxus liberte bailout stent was used. Residual stenosis was 0%, timi flow was 3. A staged procedure was performed two days later. Lesion #5 was located in the 1st obtuse marginal with 85% stenosis and was 20.0 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 24 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).